Event description:
It was reported that the patient had a migraine a few hours after the device was turned on. It was also noted that patients right hand was swelling and hurting and the right leg were shaking, hard to lift, weak and unbalanced. The patient turned the device off and started to feel better. An x-ray was taken and revealed that the left lead had migrated down. The patient underwent a lead revision procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7081730.